Manufacturer narrative:
The echelon microcatheter was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information during embolization treatment of a small 5mm unruptured cerebral aneurysm, this catheter puncture during navigation with guidewire. It was reported that the reported catheter was used with non-medtronic guidewire, the hole was opened at the part which was different from the distal tip. Another device was used, and procedure was completed. The vessel was moderately tortuous and slightly small in diameter. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the catheter distal tip was found to be punctured at the proximal edge of the distal marker band. Additionally, the catheter distal tip was found to be bent. No issues or irregularities were found with the echelon-14 micro catheter hub. The echelon-14 micro catheter was flushed, water and blood exited from the puncture and distal tip. No other anomalies were observed. Based on the device analysis and reported information, the catheter puncture can occur if the catheter becomes kinked or prolapsed during insertion of the guidewire. However, the root cause could not be determined. All products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.